Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03082. It was reported, the pt is experiencing discomfort at her scs ipg pocket site that worsens when stimulation is on. Additionally, scs lead analysis showed invalid impedance for several contacts. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.